Manufacturer narrative:
Changes made to d10 and h11 because there are no concomitant products here. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had been trying to charge their ins for the past couple of days but kept getting no device found. Pt said their ins was depleted and they did not feel their therapy. Patient said they had the recharger antenna right over the ins but could not get the controller to advance past the no device found screen. During the call, pt entered passive recharge mode and got 79, 79, 99. Pt repositioned the recharger and got 91, 94, 94. Technical services(tss) offered to call pt back after the pt used passive recharge mode for 20-30 minutes. Tss called pt back and pt was still in passive recharge mode but said they did get to the batteries screen at one point in time and saw their ins was charged 60% and controller was charged 80%. Controller would not connect wirelessly or with the recharger plugged in and pt just got no device found. Pt reset controller(pt said they had already reset two times) and unlocked controller and got "no device found." Tss explained that the ins might be stuck in passive recharge mode and tss redirected pt to hcp. Pt said they had a "bad shoulder." Later medtronic representative(rep) called while with the pt and noted the following. The caller states the pt's ins is currently depleted and she is currently trying to pair the ins to the controller. Caller states before ins was depleted the caller was able to connect to the ins with the tablet. The caller states she experienced the same issue described in this record where the pt tried to charge but was only getting passive recharge mode. The caller noted that she then tried to 'disable' and the device started to charge normally at 'excellent' coupling for approximately three seconds before stopping normal charge. The caller unplugged the recharger telemetry module (rtm) during the call and saw screen 53. Tss mentioned at this point they can replace product but previous replacements of product have not resolved pt's issues. Pt called back stating they received a replacement today. Pt still got no device found. Yesterday the rep charged their implant to 30% and told pt it should last for 3 days. Pt said even if they charged to 100% it did not last a full day. Rep asked if pt charged the battery pack first. Pt was not sure. Rep had pt plug it in. Pt said the cord went in very tight. The light was blinking when ac cord got plugged in. Rep had pt plug in the recharger. Pt said the recharger barely fit in the controller. Pt got no device found. Rep instructed pt to press recharge. Pt started passive recharge mode. The number in the middle was 62. Rep had pt reposition and it went up to 87. Pt said they did passive recharge mode all afternoon. Rep reviewed to ensure pt does 3 consecutive cycles. Pt will continue doing passive recharge mode. Rep reviewed to follow up with hcp if not resolved. Pt mentioned the device helped them so much.

Manufacturer narrative:
Product ID 97755-s serial# (B)(6). Product type recharger product ID 97745nt serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had been trying to charge their ins for the past couple of days but kept getting no device found. Pt said their ins was depleted and they did not feel their therapy. Patient said they had the recharger antenna right over the ins but could not get the controller to advance past the no device found screen. During the call, pt entered passive recharge mode and got 79, 79, 99. Pt repositioned the recharger and got 91, 94, 94. Technical services(tss) offered to call pt back after the pt used passive recharge mode for 20-30 minutes. Tss called pt back and pt was still in passive recharge mode but said they did get to the batteries screen at one point in time and saw their ins was charged 60% and controller was charged 80%. Controller would not connect wirelessly or with the recharger plugged in and pt just got no device found. Pt reset controller(pt said they had already reset two times) and unlocked controller and got "no device found." Tss explained that the ins might be stuck in passive recharge mode and tss redirected pt to hcp. Pt said they had a "bad shoulder." Later medtronic representative(rep) called while with the pt and noted the following. The caller states the pt's ins is currently depleted and she is currently trying to pair the ins to the controller. Caller states before ins was depleted the caller was able to connect to the ins with the tablet. The caller states she experienced the same issue described in this record where the pt tried to charge but was only getting passive recharge mode. The caller noted that she then tried to 'disable' and the device started to charge normally at 'excellent' coupling for approximately three seconds before stopping normal charge. The caller unplugged the recharger telemetry module (rtm) during the call and saw screen 53. Tss mentioned at this point they can replace product but previous replacements of product have not resolved pt's issues. Pt called back stating they received a replacement today. Pt still got no device found. Yesterday the rep charged their implant to 30% and told pt it should last for 3 days. Pt said even if they charged to 100% it did not last a full day. Rep asked if pt charged the battery pack first. Pt was not sure. Rep had pt plug it in. Pt said the cord went in very tight. The light was blinking when ac cord got plugged in. Rep had pt plug in the recharger. Pt said the recharger barely fit in the controller. Pt got no device found. Rep instructed pt to press recharge. Pt started passive recharge mode. The number in the middle was 62. Rep had pt reposition and it went up to 87. Pt said they did passive recharge mode all afternoon. Rep reviewed to ensure pt does 3 consecutive cycles. Pt will continue doing passive recharge mode. Rep reviewed to follow up with hcp if not resolved. Pt mentioned the device helped them so much.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the passive recharge issues and the ins depleting was not determined. The patient was walked through charging and they understood. The ins depleting in a day was due to usage. The said they believed the passive recharge issues and the ins depleting in a day had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the passive recharge issues and the ins depleting in a day was not determined. The rep stated that they disconnected with tech mode and reconnected. The issue has been resolved and was confirmed with physician/account. Weight was asked but unknown.